Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. A complaint history review with the reported part number concluded this was a repeat issue. A complaint history review with the reported batch number concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a hip procedure, two healicoil knotless st pulled out after implantation. The surgeon followed the technique perfectly and once going through the appropriate steps and removing the shaft of the anchor the whole healicoil came with it, the device was pulled directly out with the shaft of the anchor. A 2nd attempt was performed in the same drilled hole and then a new tunnel was used and a new anchor. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.